Event description:
Reporter alleged blood glucose measured 100mg/dl on her aviva system; however, she was experiencing hypoglycemic symptoms at the time of the testing. Reporter stated she attempted to retest afterwards but was unable to obtain a reading due to error messages on the system, type of errors not provided. Reporter indicated losing consciousness and a relative attempted to treat her with orange juice but was unsuccessful; so, he called the emergency medical technicians (emts). It was stated the emts measurement was 25 mg/dl and reporter was treated with a glucose IV. No other actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.